Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit failed drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the drive manifold failing the leak test replaced the drive manifold. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The removed part was returned to failure analysis and testing for evaluation. The failure analysis and testing dept. Performed a visual inspection of the part number 0104-00-0018 and found the drive manifold to be in good condition. The failure analysis and testing dept. Installed the part number 0104-00-0018 into the cs 300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The failure analysis and testing dept. Performed the k6,k6a,k7,k8 leak test and observed that the cs300 could not begin the test. The failure analysis and testing dept. Replicated the failure of the drive manifold failing the leak test. Retaining the 0104-00-0018 in the failure analysis and testing department per procedure.